Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced malaise, dyspnea and fatigue and the right ventricular (rv) lead exhibited insulation breach, high thresholds and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.